Event description:
It was reported that surgeon did a poly swap on patients' right knee as patient was complaining of pain.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown poly. Additional information has been requested and if received will be provided in a supplemental report.

Manufacturer narrative:
An event regarding a revision, etiology unknown, involving an unknown liner was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. Insufficient medical records were received for review with a clinical consultant. A device history review could not be performed as the reported device lot code was not provided. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends.

Event description:
It was reported that surgeon did a poly swap on patients' right knee as patient was complaining of pain.